Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 1/13/2021. H.6. Investigation: a device history record review was performed for provided lot number 2003189 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this issue, picture and physical samples were returned for evaluation by our quality engineer team. Through examination of the samples, white particles were observed within the syringe. We have concluded that the particles are composed of the slip agent used in the manufacture of this syringe product. This slip agent is used to facilitate the movement of the plunger along the barrel. During the manufacturing process, the lubricant forms a microscopic layer in the internal/external walls of the barrel. When the plunger is moved backwards during the filling of the syringe, most of this microscopic layer of lubricant is dragged behind the plunger and a small quantity still remains inside to allow a good sliding performance during the injection operation. This is a normal process and the syringe would not work without the presence of this lubricant. Based on the evaluation conducted, it is concluded that the reported white particles are inherent to the product design and material and should not represent any risk if the product is used according to the normal clinical practices.

Event description:
It was reported that the bd discardit¿ ii 20 ml syringe experienced foreign matter contamination. The following information was provided by the initial reporter: patient: male, 47 years old and 90kg the doctor prepares a syringe for anaesthesia and realizes that there are plastic shavings inside. I open several syringes of the same batch number and they all have this defect. No problem with another batch number. These syringes are used for intravenous injections, there is a risk of sending plastic shavings into the bloodstream. No clinical consequences. Quarantined syringes of this batch number. Date of occurrence: 3 december 2020.

Manufacturer narrative:
Date of birth: only the patient's age was provided therefore a default date of birth has been listed a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd discardit¿ ii 20 ml syringe experienced foreign matter contamination. The following information was provided by the initial reporter: patient: male, (B)(6). The doctor prepares a syringe for anaesthesia and realizes that there are plastic shavings inside. I open several syringes of the same batch number and they all have this defect. No problem with another batch number. These syringes are used for intravenous injections, there is a risk of sending plastic shavings into the bloodstream. No clinical consequences. Quarantined syringes of this batch number. Date of occurrence: (B)(6) 2020.